Event description:
On 1/22/25 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The exact event date was not reported. On (B)(6)2025, the user reported to the cds they were experiencing increased hypoglycemic episodes, leading to a severe event where the user passed out in the kitchen and sustained a head injury requiring six staples. The user also mentioned struggling to obtain more fiasp insulin and considering switching back to novolog. Prior discussions indicated that the user typically follows a low-carb diet and does not announce meals, contributing to larger glucose fluctuations. The cds had previously reviewed hypoglycemia treatment and meal announcement impacts with the user. Multiple attempts were made to gather additional details regarding hospitalization, blood glucose levels, and medical intervention, but the user was unavailable or unable to provide further information.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.